Manufacturer narrative:
The reported events were low lead impedance and ¿the lead was worn during the operation¿ were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the right ventricular lead was degraded by tricuspid regurgitation and exhibited low pacing impedance. The lead was removed and replaced during the same procedure. The patient was stable.